Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received replace battery alert. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer did not receive low battery alert before replace battery now alert. The customer also stated that this was the second occurrence of the alert. They also reported that the battery was not previously used. The customer also reported that the battery in the insulin pump was not lasting. The insulin pump will be returned for analysis.